Event description:
Serious injury involving one person. Pt was diagnosed with pseudomonas aeruginosa infection, the infection is now resolved however, she has been advised to have a corneal graft. This occurred in the pt's left eye. The lot info and complaint sample are unavailable. Therefore, MFR is unable to conduct and investigate into this incident.